Event description:
The end of the guidewire broke off in the coronary sinus. The physician determined that it was best to leave the wire within the patient. The length of the wire was two inches. The patient was stable upon discharge.